Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic where it was discovered that the right ventricular lead was dislodged, and the lead was not capturing or sensing. The patient was asymptomatic to the dislodgement. The lead was explanted and replaced, and the patient was in stable condition before and after the procedure.